Event description:
It was reported that firm pressure was needed for the system monitor to respond to commands. At times, the system monitor did not respond. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation of the system monitor confirmed the reported event. The touch screen required re-calibration. The system monitor was returned to the customer. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor was issued to inventory on (B)(6)2011. The system monitor was shipped to the customer on (B)(6)2011. Power module instructions for use revision a states if the screen does not work contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.